Manufacturer narrative:
G4: 13feb2020 b4: (B)(6) 2020. The touchscreen assembly was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During testing, it was determined that the resistance and resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/04/2019.

Event description:
The customer reported the touch screen was sluggish, and users had to press harder than usual. The customer also reported that when testing the screen in test mode the cursor was dragging. The manufacturer's field service engineer performed remote troubleshooting. The customer requested a new display which they stated they will change. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 17dec2019. Report date: 18dec2019. It was reported that the replacement of the touch screen resolved the reported issue. There is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.